Event description:
It was reported that a reconstitution device leaked. This occurred during use of the device. It is unknown if there was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This malfunction occurred when the user was reconstituting an unknown medication and 10 ml of sterile water, prior to administration. The medication was being mixed for a patient; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was not returned; therefore, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.